Event description:
It was reported that prior to a recanalization procedure, the catheter was allegedly stuck and could not be removed when outer package was opened. It was further reported that the catheter was broken and detached by applying a little force. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one electronic photo was provided and reviewed. The photo shows one seeker support catheter which has blood residue throughout, the catheter noted to be detached at the distal end. Additionally, one seeker catheter returned for evaluation, upon visual evaluation, no damage to hub or luer, complete detachment of a portion of the shaft can be seen at the distal end. No functional testing was performed due to the condition of the device. Therefore, the investigation is confirmed for the reported detachment as the detachment was noted near the distal end. But the investigation is inconclusive for the reported difficult to remove packaging material as the condition cannot be recreated to perform the functional evaluation. A definitive root cause for the alleged difficult to remove packaging material and detachment could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g2, g3, h4, h6 (component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a recanalization procedure, the catheter was allegedly stuck and could not be removed when outer package was opened. It was further reported that the catheter was broken and detached by applying a little force. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.